Manufacturer narrative:
Complaint confirmed, the device broke off about 1.46 in from the distal end. The most likely cause is prying and/or leveraging the device during use.

Event description:
It was reported during a procedure as the surgeon was using the ar-8943-42, 2.5 mm drill bit to drill the pilot hole through the drill guide for the percutaneous calcaneus plate, the tip of the drill broke leaving approximately 3 cm in the bone. The rep stated the broken piece could not be retrieved. The case was completed. Additional information received on 07/16/2019: the procedure taking place was a calcaneus fx procedure. The rep stated there were not any attempts made to remove the broken fragment. The surgeon took an x-ray and it was discovered that the drill bit was below the bone and plate. Two or three screws were already in the plate by this time. The surgeon left the broken drill bit piece in calcaneus and filled the remaining screw holes. There is not a plan to perform a revision/removal procedure at this time, and there are not any available pictures. The device came within set ar-8950s (lot: 43900).